Manufacturer narrative:
Investigation results completed on a cadd duodopa pump . The complaint of insufficient gel being infused was not confirmed. The device investigation revealed n log that the device was delivering with in specification. Testing could not verify or duplicate report. Unknown cause of event.

Event description:
Information received a smiths medical cadd-legacy duodopa 1400 pump reported the correct amount of gel (medication). Unclear of under delivery or over delivery. Over delivery may or could cause risk for cardiovascular event or hypotension. No reports on patient having adverse event.